Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown axle. It was noted that the device is not available for evaluation as it remains in patient control. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
It was reported that the patient had a broken axle so the surgeon revised the left knee. The sales rep had no indication of the implant situation for the subject devices.